Manufacturer narrative:
H3: analysis of the [recharger], model 97755, s/n (B)(6), revealed: recharge antenna failure. Damaged connector and the pins are bent. Broken connector and damaged or missing pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Recharger sn not collected as patient did not have the equipment with them during the time of the call. The reason for call was that they kept getting an error message for the past week when trying to charge the implanted neurostimulator; patient confirmed system problem rm03. Patient stated that they would reset the controller, but the message would come up again 5-10 minutes later. Patient confirmed the paddle was getting warmer than usual. Patient said that it had taken them 3-4 hours to charge their body last night and it took them two days to try to recharge the implant. Patient asked if the controller ever needed to be updated; patient services (pss) reviewed requested information with the patient. The issue was not resolved. Pss reviewed meaning of system problem rm03 and advised the patient to call back with the external equipment to gather the serial numbers to get the recharger replaced. An email was sent to device registration as the patient was partially registered in diq. Case reopened and reassigned to email repair for an rtm and to add to secure note. During call pt verified no damage to the rtm.